Event description:
It was reported that the patient was experiencing stimulation on non-target areas even with the stimulator turned off. No device malfunction suspected. The patient underwent an explant procedure. Additional information was received that all device components were removed and the patient was doing well postoperatively. The explanted devices were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing stimulation on non-target areas even with the stimulator was turned off. No device malfunction suspected. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6).